Event description:
A surgeon noted that sparks were coming out of the housing component of a resectoscope working element during a trans-urethral resection case. The cutting loop electrode became stuck in the device. No consequences to the pt were reported.